Event description:
The customer reported having problems saving cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cine drive. Sys operates as intended.